Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever and abdominal pain. The day prior to hospitalization, the patient started treatment with intraperitoneal gentamycin 40mg every monday, wednesday and friday for 17 days. The cause of the peritonitis was unknown. The patient was discharged eight days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date ¿around (B)(6) 2014.¿ the reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).